Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient had an MRI and felt a sudden burning sensation in the right side of the brain. The scan was stopped immediately, and the burning sensation did not last. It was noted that the patient¿s stimulation was turned off before the MRI. It was reported that an eligibility form was done. The patient reportedly had a scan in (B)(6) 2016 that went fine. The patient was doing fine at the time of this report and wanted to finish the scan. No further complications are anticipated. The patient¿s indications for use were other deep brain stimulation (dbs) and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.